Event description:
It was reported that the pump module over infused. There was patient involvement however no patient harm. Through due diligence it was reported the customer was able to review the device logs and see there was a programming rate change error. No devices will be returned for investigation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the pump module over infused was not identified during the customer call. Case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module over infused. There was patient involvement however no patient harm. Through due diligence it was reported the customer was able to review the device logs and see there was a programming rate change error. No devices will be returned for investigation.